Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test and error e224 was shown a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e224 shown is due to bad cable or connector. Failed water leak test is due to the crack in connector. The cause of the complaint and the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken camera. This issue occurred at an unspecified procedure. There were no reports of patient harm.